Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm and no frozen display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing a frozen screen on their insulin pump. The customer's blood glucose at the time of the incident was unknown. The customer was advised to observe the clock to see if the time advanced. The customer found the time did not advance. The customer was advised to remove the battery and reinsert a new battery, then to monitor the pump for 3 minutes. The customer reported the time did not advance. The customer was advised to discontinue use of the pump and to revert to their back-up plan. The insulin pump will be returned for analysis.